Event description:
It was reported that a patient with an implanted spinal cord stimulator stated the stimulator was causing bowel and intestinal tract issues and severe stomach issues. The patient reported bursts of electrical shocks and a lack of therapy effect. The patient reported extreme pain with stabbing abdominal pains, falls associated with the stabbing pains, inability to eat without severe pain, and internal blockages. The patient also reported having undergone many scans and having taken many medications in an attempt to address the symptoms.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.